Manufacturer narrative:
The electrode information was not provided. The calibration and qc recovery data provided was within specification. The alarm trace showed an abnormal probe sucking alarm. The field service engineer (fse) found that the ion selective bath was crooked and caused the sipper probe to wear down unevenly. The fse replaced the sipper probe and the chloride electrode, performed mechanical adjustments, and performed a precision check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ise indirect na-k-cl for gen.2 (cl) results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 89.4 mmol/l. The customer was prompted to repeat the sample because they had been receiving multiple sample alarms and also questioned the low result. The repeat result was 105.3 mmol/l. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.